Event description:
It was reported that a large volume infusor had fluid leakage due to cracked tubing. This issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from october 22, 2021 - october 23, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the leak was caused by a surface cut on the tubing line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.